Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection and a bolus via the pump to address their bg level.